Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. It is unknown when this event occurred. This had the potential to interrupt delivery. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of cannot turn on was confirmed during product evaluation. The root cause was determined by service to be not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device was returned unrepaired. The device history review shows data card has been discarded per retention period documented on 20j. The device has not been previously sent into service for the reported condition of "does not turn on".